Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack at the back side of the pump. The customer reported blood glucose value of 639 mg/dl. The customer reported on the hyperglycemia, confusion/disorientation, malaise, viral infection, headache, fatigue, blurred vision, pain and elevated ketones/diabetic ketoacidosis treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion) and hospitalization: overnight stay. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was inactive at the time of the reported event. Customer declined to continue with the troubleshooting. Customer was reported that the damage was affecting/impacting pump functionality. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. Mmt-1712k was requested, and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 30-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 30-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 19.325 u and dailytotalofbolusinsulindelivered = 5.8 u which is equal to the dailytotalofallinsulindelivered = 25.125 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 30-apr-2025, these pump error(s)/alarm(s) were noted: sg calibration error (776) was found on: 04/30/2025 06:11:59.000 04/30/2025 08:14:17.000 lost sensor 1 alert (780) was found on: 04/27/2025 16:27:00.000 04/27/2025 16:37:00.000 lost sensor 2 alert (781) was found on: 04/27/2025 17:03:00.000 04/27/2025 17:13:00.000 the pump was programmed with a test guardian link (2) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.80 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back side of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.